Event description:
It was reported that "female luer connector of the cardioplegia delivery line was found broken after the cannula was inserted to the patient and when the customer was about to connect it to the cardioplegia line." Sales rep commented that it seemed like the connector was not completely broken off from the beginning, since the customer removed the stylet from the cannula and flushed the device, and inserted the stylet again before use. The broken piece was remained in the syringe which was used for flushing. No reported patient injury

Manufacturer narrative:
The retrograde cannula was returned with attached stylet in opened original packaging. No damage was found from the packaging. Customer report of broken female luer issue was confirmed. Female luer of main lumen was completely broken of. Broken cross-surfaces appeared rough, uneven and partially whitened. Both main lumen and pressure monitoring line were patent without any leakage. Balloon inflated without leakage. Visual examinations were performed under microscope and unaided eye. Further investigation is being obtained into the root cause of the event.

Manufacturer narrative:
One retrograde cannula was received inside a plastic bag. No dried blood was visible on the device. The reported complaint was confirmed. The female luer attached to the main lumen was broken proximal to the tubing. The stylet was returned in the cannula with a sharp bend or curve close to where female luer was cracked. No other defects or problems were identified during evaluation of the device. A device history record (DHR) review was performed and no related non-routine nonconformities were identified during the manufacture of this lot. Instructions for use were reviewed and found appropriate. He root cause of the damage could not be determined. Given the inspection and precautions listed in the process controls / risk controls section, it is unlikely that the connector was damaged prior to shipment. It is likely that the force which caused the bend in the stylet near the connector also damaged the connector. A manufacturing defect cannot be confirmed. A review of the damaged luer connector on the returned cannulae device does not indicate that a manufacturing defect resulted in the reported issue; therefore, a product risk assessment (pra) will not be generated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.